Event description:
It was reported that an oily film was found on the surgilav plus handpiece set upon opening the package to prepare for use. The procedure was completed successfully with the use of a back up device. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that an oily film was found on the surgilav plus handpiece set upon opening the package to prepare for use. The procedure was completed successfully with the use of a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer.

Manufacturer narrative:
A total of five (5) units were received for evaluation; three (3) new/unopened and two (2) opened units both in one blister. The two (2) opened units appeared to be unused. Upon visual inspection of these two units, the claimed condition was confirmed. An oily solution was observed over the irrigation tube near the handpiece. The handpiece was opened, and a significant amount of the oily solution was observed over the gearbox. Further inspection disclosed, the oily solution was identified as silicone oil coming from the gears inside the gearbox. The other three (3) units were opened and fully inspected; no silicone migration was observed. Therefore, the claimed condition was confirmed in only two (2) of the units. Based on evaluation results, the most likely root cause for this condition was identified as excessive silicone/lubrication applied between the gears during gearbox assembly.